Manufacturer narrative:
An event of device embolizing and sitting on the mitral valve was reported. A returned device assessment could not be performed as the device was not returned for analysis. Information from field indicated that the laa was of chicken wing anatomy. A medical review of imaging received from the field was conducted and revealed that the laa was of a reverse chicken wing anatomy with a heavy amount of pectinate on the mitral site of the appendage. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported incident could not conclusively be determined. However, based on the medical review, it is possible that the heavy pectinate on the mitral side of the appendage created challenges in achieving appropriate depth and anchoring in the laa that may have contributed to the embolization. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on 21 december 2023, a 31mm amplatzer amulet left atrial appendage (laa) occluder was chosen for implantation utilizing a 14f amulet delivery sheath. The landing zone was measured to be 19.3mm via fluoroscopy. Laa was chicken wing anatomy. Patient was bradycardic during the procedure but this was a known variant. The device was implanted successfully. In 135 degree view at the end of the procedure there was a slight gap. Device was placed using sandwich technique and close criteria was met. In the first hour post-operation, patient became hypotensive and had runs of non-sustained ventricular tachycardia. Urgent transesophageal echocardiogram (tee) was performed and device was found embolized and sitting on the mitral valve. Patient was transferred to another hospital for urgent surgical removal of the embolized device. The device was explanted and the laa surgically repaired. The patient was reported to be well and discharged.

Event description:
It was reported that on 21 december 2023, a 31mm amplatzer amulet left atrial appendage (laa) occluder was chosen for implantation utilizing a 14f amulet delivery sheath. The landing zone was measured to be 19.3mm via fluoroscopy. Laa was chicken wing anatomy. Patient was bradycardic during the procedure but this was a known variant. The device was implanted successfully. In 135 degree view at the end of the procedure there was a slight gap. Device was placed using sandwich technique and close criteria was met. In the first hour post-operation, patient became hypotensive and had runs of non-sustained ventricular tachycardia. Urgent transesophageal echocardiogram (tee) was performed and device was found embolized and sitting on the mitral valve. Patient was transferred to another hospital for urgent surgical removal of the embolized device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.